Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, some of the fenestrated bipolar forceps instrument's plastic had chipped off. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have indentation on the edges of the bipolar yaw pulley. The indentation was found on different locations of the bipolar yaw pulley. Additionally, the instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found nicked with no exposed internal wire. No thermal damage was observed. No missing piece of the insulation. The instrument passed the electrical continuity test. The instrument was also found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. The instrument was found to have indentations on the edge of the distal idler pulleys. It also had various scratch marks with light material removed on the main tube. The scratch marks were 0.086¿ - 0.167 in length and were not aligned with the tube axis. The instrument was transferred to engineering for further investigation and initial findings were confirmed. It was observed that there was a mechanical indentation to the bipolar yaw pulley. To be specific, there was one larger indentation and some additional minor indentations. A closer look was taken at the larger indentation, and it was observed that the material appeared to be pushed to the side due to the indentation damage. No material was found to be missing.

Event description:
Refer to h10/h11 for follow-up information.